Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product and the limited, no definitive conclusion can be made regarding the clinical observation. Eval code conclusion d12 - conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the two-hour post-operative electrocardiogram (ECG) showed first degree atrio-ventricular block and a lateral myocardial infarction (mi) that was not present on the baseline ECG. The 24-hour ECG performed showed a left bundle branch block, left axis deviation, and resolution of the mi. Three days post valve implant, the patient complained of dizziness, syncope, and dyspnea. An ECG indicated transient complete heart block. Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported.